Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise oversensing. Additionally, it was noted that inappropriate anti-tachycardia pacing (atp) and one shock therapy was delivered due to an atrial driven rhythm. Technical services (ts) reviewed and provided troubleshooting options. No additional adverse patient effects were reported.